Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: hub separation from extension line. PICC inserted on (B)(6) 2021. No patient injury or complication reported. The patient's condition is reported as fine. It was reported there was a delay in therapy without harm to the patient.

Event description:
The complaint is reported as: hub separation from extension line. PICC inserted on (B)(6) 2021. No patient injury or complication reported. The patient's condition is reported as fine. It was reported there was a delay in therapy without harm to the patient.

Manufacturer narrative:
(B)(4).the customer did not return a complaint sample; however, they supplied a photo showing a PICC catheter while inside the patient. Visual analysis revealed that the distal luer hub has separated from the extension line; however, it cannot be confirmed if a portion of the extension line is still within the luer hub as the sample was not returned for evaluation. A probable cause of the extension line/luer hub separation cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested".the report of an extension line/luer hub separation was confirmed through examination of the customer supplied photo. The image showed that the distal luer hub had separated from the extension line; however , the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the extension line luer hub separation could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.